Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Treatment of an external carotid artery avm (arteriovenous malformation). During onyx injection, it was reported that onyx was observed coming out from the fargo guide catheter and not the distal tip of the echelon catheter. A hole was noticed on the echelon catheter once it was removed from the patient. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00235.